Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 75% stenosed de novo lesion in the proximal right coronary artery (prca). For post dilatation, the 4.50x12mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion; however, the balloon ruptured at 12 atmospheres (atm) during the first inflation. Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott balloon was used for post-dilatation. No additional information was provided.